Manufacturer narrative:
(B)(4). The lot 13f002 was manufactured june 1, 2013 - june 3, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was received for evaluation. No defect was observed during visual inspection. A functional test was performed by refilling the sample with water to its nominal volume. After fill, flow was visually observed at the distal luer. Flow continued without stopping. The reported condition was not confirmed. Sample was working within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow of unknown medication was observed from a small volume intermate before patient use. There is no report of patient involvement. No additional information is available.